Event description:
The complainant alleged that during biomed testing of the device, the device made a short "buzz" sound and then displayed "status 66" and "status 104" messages. The complainant indicated that there was no pt involvement in the reported malfunction.